Manufacturer narrative:
Other device used: catalog #32810507302, coonrad/morrey total elbow interchangeable ulnar assembly, lot #76884200. This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were implanted in 2004. Revision of the pin/bushing occurred in 2007, due to breakage and dislocation.